Event description:
Reporter stated the customer stated the insulin delivery of the infusion device is inaccurate. Due to this, she experienced hyperglycemia and discontinued use of the infusion device by changing to multiple daily injections. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).